Event description:
Physician reported left side pain, "increased volume" and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical damage. Missing shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side pain, "increased volume" and rupture. The device has been explanted.